Event description:
It was reported that a pump declared altitude alarm 21 on several occasions. There was no adverse impact to the customer's blood glucose level. The customer learned that residue build-up in the speaker holes might have triggered the alarm and was advised on preventive measures. The customer did not need to replace the cartridge and was able to resume using insulin with the original cartridge after loading a new one when advised. The pump resumed normal operation following these steps.